Manufacturer narrative:
(B)(4).

Event description:
This patient experienced inappropriate shocks due to noise on this rv lead. The ICD was programmed off until further evaluation by physician. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.